Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was eating and the screen on the insulin pump was blank. Customer inserted a new batter and device alarmed battery out limit. Device had to be reprogrammed. Customer's blood glucose was 100 mg/dl. No further information reported.